Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown constructs: lcp distal femur/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility address: (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in italy as follows: this report is being filed after the review of the following journal article: ziranu, a. Et al (2022), revision surgery using retrograde nail versus replating in nonunion distal femur fracture treated with plate, advances in orthopedics, volume 2022, article ID 5742743, pages 1-8 (italy). The aim of this retrospective cohort study was to compare clinical and radiological outcomes of distal femur fracture (dff) nonunions treated with retrograde locked nailing vs. Lcp replating. Between january 2015 to february 2017, out of 15 patients who received first treatment with an lcp, a total of 9 patients (5 male and 4 female) with mean age of 51.3 ± 8.4 years were included in the study. Patients were treated either with intramedullary nailing (group a: n=5, 3 male and 2 female) or with replating (group b: n=4, 2 male and 2 female). In group a, revision was performed using a retrograde nail (unknown manufacturer). In group b, patients underwent revision surgery with replate. If fracture reduction was considered not acceptable, a new reduction was performed. A longer plate was positioned with a less invasive stabilization system (liss) for distal femur lcp. The mean follow-up was 2 years. The following complications were reported as follows: primary surgery: 9 patients, who received first treatment with an lcp, developed nonunion of the fracture and underwent revision surgery. All screws and plates were removed, and a thorough debridement was performed according to the manufacturer¿s removal instructions. 1 patient, who was excluded in the study, died one month after surgery. 5 patients were excluded in the study due to the following reasons: (1) infection of the surgical site, and (2) osteomyelitis. Replating group: 3 patients experienced nonunion, and 1 patient had failure of osteosynthesis. All underwent implant removal and retrograde femoral nailing, obtaining radiological healing. 1 patient had superficial infection of the surgical wound. This report involves one unk - constructs: lcp distal femur. This is report 2 of 2 for (B)(4).